Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing took longer to fill than previous fill tubing sequences and restarted multiple times after completing. Contact was unable to provide further information regarding the event. Customer's blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.